Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2011. It was reported that she lost movement and sensation in both lower extremities following the procedure. As such, her scs system was explanted. No further information is available at this time as attempts to obtain additional information regarding this event and the patient's current status have been unsuccessful.